Manufacturer narrative:
The customer returned the suspected contour next link meter for evaluation. Upon the arrival of the meter, it did not switch on with the menu button or with the insertion of test strips or with the meter being plugged to the wall charger. The meter was placed on a charger and it fully charged in 2 hours. The off current of the meter was measured to be normal at 0.002ma. After charging the meter, it switched on with the menu button and with the test strip insertion. The customer service mode was run through and no anomalies were found.

Manufacturer narrative:
The customer did not return the device for evaluation. Therefore, a device history record was reviewed for the suspected contour next link meter and no manufacturing anomalies were found.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's age and weight were not provided. This event is related to MDR # 1810909-2021-00082.

Event description:
The customer from (B)(6) reported that she was not receiving blood glucose readings on her contour next link meter due to the short battery life. The customer stated that she had a hypoglycemic event as she was unable to perform testing and required medical attention. No further event details were provided. The customer was advised to return the device for evaluation. Replacement meter kits were sent to the customer.